Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer was reported via phone call that, the insulin pump had blank display screen and customer was hospitalized for surgery. The blood glucose was 317 mg/dl and 348 mg/dl and gave manual shot for the blood glucose. Customer was running high from being off the pump and he was in the hospital not for diabetic surgery. Customer tried to reconnect after surgery and the battery was low customer tried several different batteries and it would not come display on. The batteries were lasting 3 weeks. Customer reported that, the display was blank and display did not return after pump restart. Troubleshooting determined that, the insulin pump should be replaced. The customer advised to discontinue use of the pump and revert to a back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump was not received stuck in manufacturing mode. Insulin pump was received with blank display due to missing battery cap contact due to three heat stake post broken off. However, with a test battery cap, insulin pump passed the functional testings including the self-test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. Unit was received with normal operating currents and no unexpected low battery alarm noted. Unit was received with faded serial number label, scratched case, minor scratched lcd window, stained keypad overlay and cracked select button keypad overlay.